Event description:
By filing a lawsuit we have been informed: the patient had a total knee replacement surgery by dr. (B)(6) on (B)(6) 2019. In that surgery, a depuy attune s+ knee system, including, but not limited to, a fixed tibial insert and a fixed tibial baseplate, was implanted. The surgeon used simplex hv bone cement to adhere the implant. Due to persistant pain, the patient has trouble in walking. On (B)(6) 2022 a revision surgery has been performed; the tibial portion of the attune s+ knee system implanted in 2019 had loosened from the tibia on patient right knee. During this revision an infection in the knee has been detected.